Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2013 patient began having dots on his skin from where the needle is inserted. Patient claims that these dots are permanent and have been occurring after every sensor insertion for the past 6 months. This reaction is only where the needle is physically inserted into the skin. Patient went to see his endocrinologist for a normally scheduled visit on approximately (B)(6) 2013 and he mentioned all the dots on his stomach. The doctor recommended that the patient call dexcom. At the time of the call patient reported feeling fine.